Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient did not like the location of the implantable neurostimulator (ins) because it limited how they used the patient programmer antenna and recharging. The patient needed assistance due to this. The patient was also not happy with coverage as it was bilateral up into their head when they needed it on their right arm only. The patient's pain was in their right arm. Reprogramming was done. On (B)(6) 2016, the second lead was added to the right side of the current lead resulting in good coverage. The ins was moved laterally in a mutually agreed upon location between the patient and the hcp. The patient was doing fine at the time of the report and the issues were reported to have been resolved. The patient's medical history included right arm pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.